Event description:
It was reported that the patient had lead revision surgery in february due to lead migration and lack of stimulation in appropriate areas. After the surgery, the patient had stimulation in the needed areas. In june the patient reported experiencing pain "right about" the implantable neuro stimulator (ins) site when stimulation was turned on but not when it was turned off. There was no known accident or incident related to the event. The patient stated that he had increased his activity more and had lost about 15lbs. In july, the patient reported a shocking or jolting sensation. The patient reported that "about 1-2 months" after the february surgery, he noticed a pain in the back approximately 1-2 inches above the device. Impedance rates were found to be in the normal range. The health care professional performed fluoroscopy and found that the site of the pain was away from the pocket. The patient had trigger point injections at that site, but the pain remained when the stimulator was turned on but not when it was off. A CT scan and/or x-ray was performed with unk results. The patient was scheduled for surgery to take place on october 15th. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.